Manufacturer narrative:
The sample device was indicated as unavailable for evaluation. Without the device or visual evidence, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
During the operation, the guide wire was broken and part of the guide wire (about 2cm at the end) was left in the patient's body, but the patient did not have complications.